Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were flow issues during use with a bd q-syte¿ luer access split-septum stand-alone device. This occurred on 2 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: infusion didn't drip when connected with terumo sure plug.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two q-sytes and an empty opened package. In addition, five photographs were received. A visual/microscopic investigation was performed. No physical/mechanical damage was observed on any of the external surfaces of the q-syte unit. A flow rate test was performed where both units were within specifications. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that there were flow issues during use with a bd q-syte¿ luer access split-septum stand-alone device. This occurred on 2 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: infusion didn't drip when connected with terumo sure plug.